Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-03262. It was reported the pt experienced loss of communication with her external devices as well as loss of stimulation. Subsequently, the scs ipg was explanted and replaced. It was also reported that during the surgical intervention, the scs leads were found (via fluoro) to have migrated. As a result, the leads were also explanted and replaced. F/u identified the pt is "doing great" and is "happy" with stimulation.